Event description:
It was reported that the pt experienced low blood glucose levels.

Manufacturer narrative:
The pump was returned to animas. Eval demonstrated that the pump was operating within required specs and delivered insulin accurately. Daily insulin delivery totals correlated with the user's programmed rates.